Manufacturer narrative:
One medfusion pump was received with the top case chipped and cracked as well as a broken bottom case. The event history log was reviewed and there was a control key switch background test error in the history. Inspection was conducted and the reported issue was confirmed. The issue was caused by impact and one of the keys on the keypad was sticking. This issue is a result of the customer's physical damage to the device. The keypad and broken cases were replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a system failure and a broken top case. There was no patient involvement and no additional information.